Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; explant of aortic stent grafts following endovascular aneurysm repair e boyle, sm mchugh, a elmallah , m lynch, d mcguire, z ahmed, c canning, mp colgan, sm o¿neill, a o¿callaghan, z martin and p madhavan department of vascular surgery, st. James¿s hospital, dublin 8, ireland doi: 10.1177/1708538119832727. Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 54mm diameter abdominal aortic aneurysm. It was reported that patient had an explant procedure with an aorto-bi-iliac bypass due to a type I endoleak 28 months post index evar procedure. The cause of the type I endoleak that led to the explant is unknown but may have been related to challenging patient anatomy. No additional clinical sequelae were reported and the patient is fine.